Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine visit, the r-waves decreased and the pacing threshold increased. A fluoroscopy revealed no anomalies. A new pace/sense lead was added and the lead was partially capped. The defib portion remains active.